Event description:
The facility representative reported a flo-gard infusion pump in which the "solution does not goes to the line set." This condition was found upon power up of the device in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the initial reported condition of a flo-gard infusion pump where the "solution does not goes to the line set" was not confirmed or reproduced by baxter service personnel; however, quality engineering has reviewed the service evaluation and has confirmed the problem. The root cause was determined to be damage to the pump head door in the latch area due to customer mishandling. The pump head door, occlusion detectors and bumpers were all replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.